Event description:
It was reported that during an unknown procedure, clips fell out of the device into the patient. The surgeon could remove all the clips out of the patient. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The instrument was returned in good visual condition. The instrument was cycled, fed, and formed the remaining clips within manufacturing requirements when tested. The instrument was fully functional and conforming to manufacturing requirements. No conclusion could be reached based on the analysis results as to what may have caused the reported incident. A batch record review was performed and no anomalies were found during the manufacturing process.